Event description:
End user alleges the footplate ripped off the unit while driving. End user drove around for two weeks with the broken footplate before contacting pride. End user stated the end user's feet were injured from continually contacting broken edge on footplate causing bruises. Eventually the end user's feet became swollen and an infection set in.